Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported two false positive results for two individuals. This MDR is to document the false positive result obtained for individual 1 of 2. See (B)(4) for individual 2. On (B)(6) 2022: customer obtained a false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21681m, reader sn: (B)(4). On (B)(6) 2022: confirmatory pcr (unknown brand) performed at (B)(6) hospital provided a negative result. Patient had symptoms and was fully vaccinated. The cartridges are stored in a cabinet in an air conditioned office.

Manufacturer narrative:
Correction to h10: technical operations performed retain testing and were unable to reproduce the false positive results. Root cause is undetermined.